Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that she feels well and requires no medical attention. The customer's expected blood result is 300-320mg/dl fasting. Verified the strips expire 8/31/2016. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6). Caller calling for her grandmother about results being lower than customer's normal .customer is concern about reading below 200mg/dl, customer is not concern about hi in memory when questioned. Caller test two times a day .caller granddaughter stated that her grandmother has not gone to a doctor since september. Customer has had no changes in diabetic medication but has been placed on anti-depression medication.